Event description:
It was reported that a total articular surface provisional instrument fractured during training of a sales associate on an unknown date. There was no patient involvement and no adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The device has been received by zimmer biomet and is under evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and the anterior section of the post feature has fractured off. Not all pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.